Manufacturer narrative:
The following elements have blank data.

Event description:
The infusion of antibiotic stopped before completion.

Event description:
The infusion of antibiotic stopped before completion.